Event description:
Info received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch plate was bent which was catching the siderail latch. The technician straightened the latch plate to repair the bed.